Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the valve was cracked and leaked blood. The nurse started a new IV and attached the valve as a saline lock to the catheter hub. Blood immediately poured out of the valve, soaking a towel and the pt¿s bedding beneath. The nurse was wearing gloves and neither she nor the pt suffered any harm. The nurse mgr noticed a crack in the housing near where it would attach to the pt. Customer states that no further pt/event info is available.